Event description:
Spontaneous communication from patient's father who reported about problem with curlin pump. Father stated that during the last infusion on (B)(6) 2024 the curlin pump kept giving error that there was air in the line, home healthcare nurse tried to resolve, no air in the line and had to keep shutting the pump off and back on. Father requesting replacement pump. Rph did confirm with the father that the full dose was still administered (no missed dose) it just took longer with turning the pump off and on. The patient did not experience any adverse events due to faulty pump. The faulty pump is available to return to (B)(6) serial number (B)(6), maintenance due (B)(6) 2024. No further information to provide at this time. Indication: hereditary hypogammaglobulinemia. Reported to (B)(6) by: patient/caregiver.